Event description:
Affiliate reported that after the MRI, the valve was no longer adjustable. As a result, the patient showed symptoms of over drainage and a restricted ventricle. Thus the surgeon decided to explant the valve and replace it with a new one.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.